Manufacturer narrative:
Block h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: initial reporter phone:(B)(6). Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e2114 captures the reportable event of perforation.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder to treat a cholecystitis during an endoscopic ultrasound (eus) gallbladder drainage procedure performed on (B)(6) 2024. During the procedure, the stent was fully deployed; however, the first flange moved out of its position and into the peritoneum. The axios stent was removed, and the puncture site was closed with clips; however, the gallbladder continued to leak into the peritoneum. The patient was later sent to interventional radiology (ir) to have a percutaneous drain placed. It was noted that the patient experienced a perforation. Note: no further information has been obtained despite good faith efforts.